Event description:
It was reported that during an abdominal aortic aneurysm endograft procedure, deflation difficulties occurred. The target lesion was located in the mildly calcified and mildly tortuous abdominal artery. An encore inflation unit was utilized with the 40/7/2/65 equalizer balloon catheter to inflate it to nominal pressure. However, the balloon would not deflate properly "due to too much contrast being used" per the physician. After a short wait of "approximately a few minutes" the balloon deflated with no issues to the patient. The procedure was completed with this equalizer balloon catheter. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during an abdominal aortic aneurysm endograft procedure, deflation difficulties occurred. The target lesion was located in the mildly calcified and mildly tortuous abdominal artery. An encore inflation unit was utilized with the 40/7/2/65 equalizer balloon catheter to inflate it to nominal pressure. However, the balloon would not deflate properly "due to too much contrast being used" per the physician. After a short wait of "approximately a few minutes" the balloon deflated with no issues to the patient. The procedure was completed with this equalizer balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 75 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned and analysis determined that both proximal and distal balloon bonds were examined and found to meet the required minimum bond length specification. The balloon was visually inspected and no defects were noted. The balloon was found to be deflated; however a small amount of fluid was found inside the balloon. The balloon was inflated with water and was successfully deflated. There was no delay in balloon deflation noted. Both balloon lumen and inject lumen were examined and were found to be free from any blockages. The catheter shaft was examined for cosmetic defects and none were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause was determined to be user related as too much contrast was used which could cause deflation issues. The dfu states that "the recommended inflation media is renografin 60 diluted 50% with sterile saline. Failure to observe recommended inflation techniques may result in formation of contrast crystals which could prevent deflation." (B)(4).